Event description:
Customer reported via phone call to have received and insulin pump from medicare with physical damage. Customer reported that insulin pump was grimy and buttons were sticking. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.